Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that the thumbslide was not fully retracted to the start position and locked prior to removing the delivery system causing the tip to catch on the newly deployed stent; thus resulting in the reported stent deployment failure, the reported difficult to remove from the introducer sheath and ultimately resulting in the reported tip/nose cone separation; however, this could not be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. The treatment appears to be related to the operational context of the procedure as reportedly the introducer sheath could not be properly removed from the patient anatomy and a minor cut down surgery was performed to safely remove the introducer sheath. There is no indication of a product quality issue with respect to manufacture, design or labeling.na

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa). A 5.5x60 supera self-expanding stent (ses) was advanced to the target lesion, deployment was initiated, and it was believed that the stent was implanted at the target lesion. During removal of the device from the anatomy, resistance was felt. It was then noted that the nose cone had separated and was stuck inside the introducer sheath, along with the supera stent; thus, the stent was removed, and was not implanted; however, during removal, the introducer sheath could not be properly removed from the patient anatomy and a minor cut down surgery was performed to safely remove the introducer sheath. A delay in the procedure was reported due to the minor surgery. There was no adverse patient sequela. Another supera stent was implanted to successfully complete the procedure. No additional information was provided.